Event description:
As reported by (B)(4) affiliates, during the transfemoral procedure, there was difficulty advancing and withdrawing the delivery system through the sheath. While removing the delivery system, a piece of the esheath¿s radiopaque marker appeared to shear off and fall back into the sheath above the valve. No harm was caused to the patient. The novaflex+ (nf+) system with the 23mm valve was advanced with difficulty through the sheath and with a lot of push force. Once the valve was out of the sheath and prior to valve alignment, wire position in the ventricle was lost. After several tries, they were unable to re-advance the wire and decided to remove the entire system. The valve was properly aligned on the balloon to pull it back into the e-sheath but it was slightly canted. One stent strut appeared to be getting caught up on one side of the sheath. After several attempts to straighten the valve and sheath, they did manage to pull it into the tip of the sheath. As the valve was pulled further into the sheath, the valve became caught up on a piece of calcium and would not come back any further. As they continued to pull, it was evident that the valve was moving distally on the balloon and was now outside of the marker range. In addition, a piece of the sheath¿s radiopaque marker appeared to shear off and fall back into the sheath above the valve. It was decided to deploy the valve in the descending aorta and advance it to a section of the thoracic aorta that would not interfere with any of the great vessels. The valve was successfully deployed even though it was off of the markers. The sheath was removed and it was evident that the valve had caused some damage to the interior lining of the sheath. After the sheath was removed, angio showed that no damage had occurred to the vessel and it was closed with perclose. The radiopaque marker was not seen on fluoroscopy after it fell back into the sheath. It may have been in the sheath still but it was not evident in the aorta or vasculature after the procedure. The patient has since been discharged with no vascular issues. As per medical opinion, besides losing the wire, it was determined that the initial push force through the sheath may have canted the valve on the delivery system so it was not completely protected by the flex cath when attempting to pull it back into the sheath. The one stent strut was getting caught up on the sheath tip and is thought to have caused the damage to the sheath tip and the inner lining of the sheath.

Manufacturer narrative:
Investigation is ongoing, as device will be returned.

Event description:
During the transfemoral procedure, there was difficulty advancing and withdrawing the delivery system through the sheath. While removing the delivery system, a piece of the esheath¿s radiopaque marker appeared to shear off and fall back into the sheath above the valve. No harm was caused to the patient. The novaflex+ (nf+) system with the 23mm valve was advanced with difficulty through the sheath and with a lot of push force. Once the valve was out of the sheath and prior to valve alignment, wire position in the ventricle was lost. After several tries, they were unable to re-advance the wire and decided to remove the entire system. The valve was properly aligned on the balloon to pull it back into the e-sheath but it was slightly canted. One stent strut appeared to be getting caught up on one side of the sheath. After several attempts to straighten the valve and sheath, they did manage to pull it into the tip of the sheath. As the valve was pulled further into the sheath, the valve became caught up on a piece of calcium and would not come back any further. As they continued to pull, it was evident that the valve was moving distally on the balloon and was now outside of the marker range. In addition, a piece of the sheath¿s radiopaque marker appeared to shear off and fall back into the sheath above the valve. It was decided to deploy the valve in the descending aorta and advance it to a section of the thoracic aorta that would not interfere with any of the great vessels. The valve was successfully deployed even though it was off of the markers. The sheath was removed and it was evident that the valve had caused some damage to the interior lining of the sheath. After the sheath was removed, angio showed that no damage had occurred to the vessel and it was closed with perclose. The patient was doing well and was discharged home. She will be re-scheduled for ta procedure. As per medical opinion, besides losing the wire, it was determined that the initial push force through the sheath may have canted the valve on the delivery system so it was not completely protected by the flex cath when attempting to pull it back into the sheath. The one stent strut was getting caught up on the sheath tip and is thought to have caused the damage to the sheath tip and the inner lining of the sheath.

Manufacturer narrative:
The sheath was returned to edwards for evaluation. The sheath was visually inspected and found that the liner was torn and inverted. The marker band was not present on the device; the device was disassembled and the marker band was not found, and there were deep scratches along entire length of sheath. No functional testing could be performed due to the condition of the device. No relevant dimensional measurements could be taken on the sheath due to the condition of the returned device (expanded sheath, torn and inverted liner). A review of the relevant work orders for the failure mode did not reveal any issues that could have contributed to this complaint. During production, the esheath underwent multiple visual and quality inspections. These inspections make it unlikely that a manufacturing non-conformance on the sheath could have caused the observed resistance with delivery system or marker band dislodgement. The complaint of resistance with delivery system is confirmed based on the condition of the returned device. The complaint for a separated marker band is also confirmed. However, no manufacturing non-conformances that could be related to either complaint were identified. In addition to the resistance encountered when removing the device, the cer also notes that a high force was encountered when inserting the valve and delivery system through the sheath. The cer indicates that the patient had severe calcification and moderate tortuosity at the access vessel. It is likely that these patient factors contributed to the resistance observed. The compressed and inverted liner suggests that the delivery system became caught on the liner during removal. The liner delamination was able to be replicated in a previous complaint using a sample sheath and delivery system. Therefore, it is speculated that the reported severe vessel tortuosity created a non-optimal withdrawal angle that allowed for the delivery system to negatively interact with the sheath liner causing the liner to delaminate and exposing the c-marker. Subsequent additional manipulation of the delivery system (advancement/retraction) would then potentially dislodge the exposed c-marker. Regarding the resistance with delivery system since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since this failure mode is not the result of a device defect, a pra is not required. Regarding the separated marker, potentially related manufacturing non-conformances have been previously identified and a CAPA was initiated to address reported marker band separation. The root cause for separations such as the one described in this reported complaint are still under investigation. As a result of increased complaint rates for separated markers on esheath devices, a pra was initiated to assess risks associated with the issue.